Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment/slda, caused damaged and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted poor visualization due to anatomical challenges. Two clips were deployed, reducing mr. A third clip delivery system (cds 91111u175) was advanced to the mitral valve to further reduce mr; however, during grasping, it was observed that the second clip (00225u103) became detached from the anterior leaflet but remained attached to the posterior leaflet (single leaflet device attachment/slda). Reportedly, the third clip came in contact with the second clip during grasping. The third clip was re-positioned to stabilize the slda. Three clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event additionally, a review of the complaint history identified no other complaints reported from this lot. All available information was investigated, the reported device damaged by another device and single leaflet device attachment (slda) appears to be due to procedural condition. Additionally, reported poor imaging was due to patient anatomy. There is no indication of product issues with respect to manufacture, design or labeling.